Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing on the antrum of the stomach in a laparoscopic sleeve gastrectomy, the staples were malformed, and there was an incomplete staple line in the distal part. A new reload was used to complete the procedure. There was no patient injury.